Event description:
The customer reported being in the emergency room due to high blood glucose of 350mg/dl, and she was treated with an insulin drip and fluids. The caller experienced nausea, vomiting, and ketones. Initially, the customer called to report that the insulin pump was not functioning. Troubleshooting was performed, and no damage to the drive support noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. While attempting to run the high pressure test, the device alarmed motor error. Performed the displacement test and self test and they passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. No motor error alarms noted. The motor passed the motor test. The device had cracked battery tube threads, reservoir tube and lip, case window display corner and scratched lcd window.